Manufacturer narrative:
Product ID 3708140, serial# (B)(4) implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3550-29, lot# n141220, implanted: 2008 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that every time the patient turned the implantable neurostimulator (ins) on, it was like someone was electrocuting her. It was noted that shocking started about 2 years after the patient had the device and complained about it to the health care professional. It was noted that the manufacturing representative would try to resolve it. The manufacturing representative wanted to meet with the patient but the patient was afraid of more damage that it seemed to do each time it was adjusted. The patient told the health care professional that it might have been the patient¿s same implantable neurostimulator implanted in 2008 that did not work. It was noted that the patient was sent to have the leads moved up to her c3-c4. The patient thought the revision was a year after she started feeling shocking. The patient stated that they ¿could not touch it and adjust when she started feeling shock.¿ the patient did not remember if they just moved the leads up or put different leads. After the revision was done, the patient still felt shocking. The issue did not resolve and the shocking continued. It was noted that the pain increased in the top of her shoulder and the patient seldom used the therapy. The patient did not know if it was the way it was implanted that caused her so much pain. When the patient turned on the stimulator, she was ¿like a turtle¿ and began to look like a hunchback as her shoulders were in. The patient was trying desperately to make it work to help her cut back on her medication, but it did not work.